Event description:
My boston scientific obtryx mesh broke twice during surgery and another had to be used. I had immediate leg pain and sciatica. I now have mesh erosion, hip pain and back pain. Immediately after surgery, I also developed lymphedema in my legs. Weight gain 3 sizes in 3 months. Now myofascial pain in hip, anxiety and insomnia, adrenal fatigue. My family complains of me having bad breath. My uro gyn feels removal would make my nerve damage worse. I have not worked since 2011 and have filed for (B)(6). I worked most of my life two and three jobs. Now it's hard to function most days and I rarely go to any social functions. I don't have the energy for it.

Event description:
Add'l info received from reporter on 02/16/2017 for mw5061503. Implant of boston scientific obtryx sling. Immediately had leg pain, sciatica. Product did not work. Not only had sui by now urgency. I now have myofascial pain, sciatica, adrenal fatigue, arthritis and back pain. Sling broke twice during surgery and another had to be used.

Event description:
My boston scientific obtryx mesh broke twice during surgery and another had to be used. I had immediate leg pain and sciatica. I now have mesh erosion, hip pain and back pain. Immediately after surgery, I also developed lymphedema in my legs. Weight gain 3 sizes in 3 months. Now myofascial pain in hip, anxiety and insomnia, adrenal fatigue. My family complains of me having bad breath. My uro gyn feels removal would make my nerve damage worse. I have not worked since 2011 and have filed for (B)(6). I worked most of my life two and three jobs. Now it's hard to function most days and I rarely go to any social functions. I don't have the energy for it.